Event description:
During evaluation the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. The history indicated that loss of prime alarms were emitted and associated with non-zero low forces. The pump correctly detected this issue and emitted loss of prime alarms to alert the user. The pump was exercised for 24 hours without occurrence of loss of prime alarms. During evaluation the force sensor was found to be out of calibration.